Manufacturer narrative:
Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. A final angiograph during the procedure revealed the devices were deployed as planned without any reported issues. The patient tolerated the procedure. On (B)(6) 2014, computed tomography scan revealed a dissection superior to the renal arteries. The physician indicated the dissection may have occurred upon withdrawal of the guidewire during the initial procedure. The physician has elected to take a wait-and-watch approach, and will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.